Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and a nalyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. On (B)(6) 2016, rv pacing impedance rose to 4047 ohms up from a trend in the 380-418 ohm range.analysis indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2016, ventricular sensing integrity counts up to 1054; non-sustained ventricular tachycardia episodes with evidence of lead noise oversensing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy from their right ventricular (rv) lead. The lead also had high impedance and sensing integrity counter (sic). The device did not give an lead integrity alert (lia) because the alert was not activated. The lead was reprogrammed then explanted and replaced. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.